Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the electrolyte injection cup (eic) was not draining in the unicel dxc 600i synchron access clinical system. Customer had cleaned the eic and was going to perform the twice weekly maintenance procedure due to sodium (na) low anion gaps for 5-6 patients. Customer stated that no erroneous results were generated. No operator exposure was noted for this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and observed overflow from the eic. The fse removed an obstruction from the waste port of the eic. Repairs were verified per established procedures prior to returning the instrument into service. (B)(4).